Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a revision surgery was conducted on (B)(6) 2016, due to infection of the middle ear. Prior to this procedure, the implant conductor link was visible by cursory otoscopic examination as well as the conductor link itself seemed to be protruding posterior to the pinna. The patient's device was then successfully activated on (B)(6) 2016. However, right after this appointment the patient lost access to sound with the device.

Manufacturer narrative:
Conclusion: investigation results showed damage limited to the conductive link that is partly related to the removal surgery and partly to the reported extrusion. The information from the field reports the conductor link extrusion in the upper concha region. As this region is exposed to everyday wear and tear the extrusion is regarded as root cause to the reported implant failure. Device investigation revealed a fatigue breakage of the bifilar wire which supports this scenario. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that revision surgery was conducted on (B)(6) 2016, due to an infection of the middle ear. Prior to this procedure, the implant conductor link was visible by cursory otoscopic examination, as well the conductor link itself seemed to be protruding posterior to the pinna. The surgeon reported that the patient has very thin skin and that it is possible that the extrusion caused the infection. The patient's device was then successfully activated on february 3, 2016. However, right after this appointment the patient lost access to sound with the device. The device was explanted.